Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received motor error and motor position encoder error. Customer's blood glucose value was 7.5mmol/l. Customer reports the drive support cap appears normal. Customer stated that the pump was not exposed to any high magnetic field. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will not be returned for analysis.